Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient went to their unrelated heart appointment, the patient felt weak and the staff saw their oxygen level had dropped down to 74%. It was noted that the device was not providing oxygen and an error message was seen. The patient was sent to the emergency room and then admitted. The patient has since left the hospital and has received their replacement device.